Event description:
Health care professional reports home pt has complained of excess air in her peritoneum on different occassions. Specific incident details are unk. But health care professional states an x-ray confirmed air in the peritoneum on one occassion. Health care professional states she believes excess air is due to home pt's improper priming of the pt line tubing of homechoice set. Per health care professional, there was no pt injury and no medical intervention required.